Event description:
It was reported that the patient with an artificial urinary sphincter (aus) recently became incontinent again because the device was not working properly. A surgical procedure was performed during which a fluid loss was identified, it is unknown where the leak was within the system. The aus was removed and replaced. No additional patient complications were reported.